Manufacturer narrative:
Block b3: date of event was approximated to (B)(6) 2023 based on the date the manufacturer became aware of the event. Block h6: imdrf device code a020503 captures the reportable event of seal compromise.

Event description:
Note: this report pertains to the first of two navigator access sheath that were unpacked prior to procedure. It was reported to boston scientific corporation that two navigator access sheath devices were about to be used prior to procedure on an unknown date. It was reported that that the box in which the items were shipped has been wet and damaged during transit. It appears that the contents of the box have also been affected. Same issue occurred with the second navigator access sheath device. Additionally, this were not used in a patient. No patient complications have been reported as a result of this event.